Event description:
It was reported that the patient's stimulator was replaced, due to end of service. The battery depletion was noted to not be normal. The patient did have high amplitudes programmed and noted it never turned the stimulator off. There was no patient injury. The patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.